Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8590-9, lot# n296987, implanted: (B)(6) 2012. Product type: accessory: product ID 8590-8, lot# n298148, implanted: (B)(6) 2012. Product type: accessory: product ID 8590-1, lot# n307167, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported that the patient had was admitted to a hospital and had a catheter replacement. The patient had presented with increasing spasticity despite frequent medication dose increases. Following implant, the patient was having "good relaxation" and it was unclear when the increased spasticity started. It was noted that the patient had fallen prior to the report, but it wasn't confirmed to be related to the symptoms. During a dye study, the physician was unable to aspirate the catheter, so it was decided to replace it. The catheter had been kinked at the anchor site, near the exit to the intrathecal space. It was noted that the intrathecal segment was intentionally left in place to avoid a potential cerebrospinal fluid leak. The new catheter was implanted without difficulty and the physician had decided to replace the pump during the same procedure. The next day, it was reported that the problem had been progressing over months, but didn't seem related to the drug. The drug used in this system was lioresal.